Event description:
The customer originally reported that the blade of the instrument would not protract or retract during the procedure. There was no pt injury reported during the incident. The site contact indicated that no additional information was available regarding the device or incident. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.